Manufacturer narrative:
Result: footboard.

Event description:
It was reported by svc report that the footboard was broken and there were sharp edges. The customer could not determine if there was pt involvement or if there were adverse consequences to report.